Event description:
It was reported that the atrial lead dislodged post implant. On (B)(6) 2014 the lead was repositioned. During follow up it was found that the lead dislodged again. On (B)(6) 2014 the lead was explanted and the device was programmed to vvi mode. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.